Manufacturer narrative:
No product has been returned for investigation as no product malfunction has been alleged. No radiographs or images to confirm the reported event. Review of the reported information suggests inter-operative error attributed to the alleged event. Labeling review: potential adverse events and complications. "...as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection; damage to blood vessels, spinal cord or peripheral nerves... Permanent pain and/or deformity..." "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union, fracture of the vertebra, neurological, vascular or visceral injury, metal sensitivity or allergic reaction to a foreign body, infection, decrease in bone density due to stress shielding, pain, discomfort or abnormal sensations due to the presence of the device, nerve damage due to surgical trauma ..."

Event description:
On (B)(6) 2019, a patient underwent an extreme lateral interbody fusion (xlif) procedure on the l2 to l5 vertebral levels. Post-operative patient experienced pain on left foot. Computed tomography (CT) scan showed that the cage at l4/5 was in contact with the nerve. On (B)(6) 2019, a revision procedure was performed. As per reporter, there is no allegation of product malfunction.